Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.

Event description:
It was reported that there was a power module backup battery alarm after connecting the power supply to a power module with backup battery connected. Several attempts were made to reconnect the battery. The yellow battery indication changed to green battery indication for approximately 15 seconds, then a red battery indication with alarm was noted. The battery was replaced with a new power module backup battery and the power module functioned as expected. No further alarms presented.

Manufacturer narrative:
Section d1, brand name corrected. Section d4, model number and catalog number corrected. Section d4, primary UDI number corrected. Section d5: operator of device corrected. Section h6: health effect - impact code corrected manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was not confirmed. The power module, serial (B)(6), was not returned for analysis. Product was not returned, and no log files submitted for review. The provided information stated that, the unit experienced a yellow wrench and red battery alarm. The power module battery was reseated, and the unit was reconnected to ac power but after a few seconds, the alarm returned. The backup battery was replaced, and the power module functioned as intended. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.